Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for foreign matter in barrel due to unknown lot number. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, foreign matter in barrel) was captured and addressed appropriately. Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Customer provided one photo of 0.3ml bd insulin syringes. Consumer reports that when using the syringe, before application, she noticed a liquid inside the barrel. The returned photo was examined, however, no evidence of manufacturing defect could be confirmed based on the provided photo alone. Since no defects were observed, the alleged issue could not be confirmed. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: as no samples were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 2 syringe 0.3ml 30ga 8mm 10bag 500 l amr experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: customer reports that when using the syringe, before application, she noticed a liquid inside the barrel. She informed it has also occurred before, but never has contacted us to report. She does not know the batch number once the package was discarded. When she places the material against the light she identifies a colorless residue and glows. Use to apply medicine on her cat.